Event description:
It is reported that the patient received a letter from his surgeon about the recall. The patient complains that his left leg is one full inch longer than the right since the implant surgery. Also, the patient complains of chronic severe pain in his left hip, leg and back since (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.